Event description:
The recipient is reportedly experienced bleeding at the incision site. The recipient is presenting with a lump and scabbing. The recipient's activation was postponed due to infection concerns. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection has reportedly resolved, however the recipient is presenting with a pinhole opening behind the ear. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly experiencing an infection due to stitch abscess. The recipient is using an antibiotic ointment (type unknown). Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have reportedly resolved. The recipient has been successfully activated and is using the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.